Event description:
Patient presented to physician with sense lead protruding from the incision site. Physician prescribed IV antibiotics to treat staph infection and the whole system was explanted to treat the infection on (B)(6) 2021, resolving the patient¿s issue.